Event description:
A caller reported that their pump began burning and melting while using charging supplies, which were confirmed to be from tandem and in use at the time of the incident. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for storage mode and return logistics of the malfunctioning pump. The customer will use multiple daily injections (mdi) as backup therapy and acknowledged all guidance and instructions given.